Event description:
It was reported that during the duration of the test occlusion, the balloon deflated prematurely. The were no reported clinical consequences to the patient due to this event.

Event description:
It was reported that during the duration of the test occlusion, the balloon deflated prematurely. The were no reported clinical consequences to the patient due to this event.